Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of an internal component (gpu unit, motherboard, dimm, or ssd unit). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e116 reported was not detected. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1-city: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an ¿e116¿ error, during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.